Event description:
The top of the cusa excel standard tip (4601) cracked and broke during liver surgery. While the replacement of the tip was being done, the pt lost some blood (blood loss amount not provided). Replacing the tip did not significantly delay the procedure. The procedure was completed with a new tip. A cem nosecone was in use with the tip during this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.